Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent implantation of a heartmate 3 (hm3) for severe heart failure secondary to cardiac sarcoidosis. They were extubated on postoperative day 1 but required reintubation due to respiratory deterioration and subsequently developed right ventricular failure, necessitating right ventricular assist device (rvad) implantation, resulting in bivad support. Mechanical ventilation was prolonged after rvad implantation, and a tracheostomy was performed. Eventually, they were successfully weaned from the ventilator. Rvad weaning was considered and later performed under local anesthesia and sedation. Hemodynamics remained stable throughout, and rvad weaning was successfully completed. Postoperatively, the patient regained full consciousness, showed further improvement in cardiac output, and their course was favorable.